Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not connecting to server. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) not connecting to server. A getinge field service engineer evaluated device needs to be added to it customer network mac address is (B)(4). Tested device unable to recreate issue . Unit past all functional and safety test per factory specifcations. Return to customer and clear for clinical use. No patient involvement.

Event description:
N/a.